Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient complaints his ambicor penile prosthesis (app) pump is rock hard. Patient liaison explained that he may still be experiencing some post op edema around the pump and that will likely continue to diminish with more time (he said dr. Moy also told him this.) He is very confused about what to expect from his device. He has an upcoming appointment with dr. Moy on (B)(6) 2020.